Event description:
Device: hill-rom centrella hospital bed brand: hill-rom (baxter) model: centrella issue: recurring alarm / malfunction error: safeview control board error (dtc 0x1e02) impact: disrupted sleep, increased blood pressure and anxiety which extended hospital stay by one day; repeated alarms overnight location: (B)(6) hospital. What happened (event description): recurring electronic fault (safeview control board error, dtc 0x1e02) causing repeated alarms overnight requiring staff intervention. During my recent hospital stay following surgery, I was placed in a centrella hospital bed that repeatedly triggered a loud alarm approximately every hour overnight. The alarm could not be silenced or managed by the patient. It required a staff member to physically access a control area on the bed that was out of reach for a patient lying in bed in order to dismiss the alert. When staff pressed "ok" or cleared the alarm, it would stop temporarily--but then re-trigger approximately one hour later, repeating the same cycle throughout the night. This continued for an extended period (overnight), despite staff attempting to resolve the issue. A reference guide/code was reportedly used in an attempt to fix the problem, but the alarm persisted. Because the alarm required staff intervention and staff availability was limited, the alarm would sometimes continue sounding for an undetermined duration until someone noticed and cleared it. Impact on patient: I obtained less than 10 minutes of sleep over approximately 24 hours following surgery. The repeated alarm caused escalating distress and overstimulation -large jump in elevated blood pressure experienced in the middle of the night because of lack of sleep. I experienced a panic response during recovery. I was sharing a room with another patient, and the repeated alarm caused distress to both of us this occurred during a critical post-surgical recovery period and significantly impacted my ability to rest and recover. The situation was further aggravated by side effects from opioid medications, creating a heightened state of vulnerability and distress. Why this is a concern: the alarm appeared to be non-critical, as the bed was otherwise functional. The alarm could not be silenced by the patient. Resolution depended entirely on staff availability. The alarm repeatedly re-triggered despite being acknowledged this creates a potential risk for: patient distress during recovery. Sleep deprivation impacting healing. Alarm fatigue for both patients and staff. Prolonged exposure to non-critical alarms without timely resolution. Additional details: the issue persisted overnight and was not resolved until I was moved to a different bed the following day. The alarm behavior created a repetitive cycle of disturbance that was not effectively mitigated. The design does not appear to account for patient accessibility or prolonged unresolved alert conditions.